Event description:
Customer reports discrepant results for one patient with two meters. Date: (B)(6) 2010, meter a: 5.2, meter b: 4.0. Results done within two minutes of each other.

Manufacturer narrative:
Investigation pending.